Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5 and b6: event description and bone details updated.

Event description:
It was reported that during an arthroscopy procedure, the respective initiation process was carried out with a 2.9 lancet through a cannula as indicated by the manufacturer. A bioraptor anchor was used, one of the tips was loaded with minitape and the anchor was introduced. This also presented a lot of resistance. It was removed and tried again. However, it was not completely introduced. The anchor broke and a portion remained in the handle where it was assembled. Given these findings, it was decided to change the surgical technique and therefore, the implants. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the respective initiation process was carried out with a 2.9 lancet through a cannula as indicated by the manufacturer. A bioraptor anchor was used, one of the tips was loaded with minitape and the anchor was introduced. This also presented a lot of resistance. It was removed and tried again. However, it was not completely introduced. The anchor broke and a portion remained in the handle where it was assembled. Given these findings, it was decided to change the surgical technique and therefore, the implant. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned with original packaging with the batch number of the complaint on the label. A partial anchor body is on the insertion device and has broken off below the eyelet and part of its lower shaft is missing also. The anchor plug is still on the insertion device with no defect. No sutures were returned. A functional evaluation was performed on the returned device and found the torque limiter knob will turn and advance as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.